Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01784, #3005099803-2010-01785, and #3005099803-2010-01786 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01784, #3005099803-2010-01785, and #3005099803-2010-01786 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01784, #3005099803-2010-01785, and #3005099803-2010-01786 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the customer's complaint for the needle's failure to retract and damage to the scope has been confirmed based on the analysis of the device. The device was received with the catheter kinked and the hypotube protruding the catheter with the needle tip exposed. The cause for the kinks in the catheter, and the hypotube fracture, occurred due to a "reversed bending action". This will have occurred if he the catheter is kinked during the handling or use of the device, thus causing the catheter and hypotube to kink. Continuous actuation of the handle trying to retract the needle with the hypotube being kinked may have caused the hypotube tube to ultimately break within the catheter. If the hypotube is fractured, and the handle is being actuated while the hypotube is fractured, this would cause the hypotube to protrude the catheter walls. The connection between hypotube/handle and the needle of the device being disturbed would have kept the needle from retracting upon actuation after clinical use. Although this cannot be determined with certainty, the scope configuration and kink, along with the hypotube protrusion noted in the catheter during analysis, may have caused the damage to the scope reported by the customer. The most probable cause of failure is attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)